Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulation was intermittent in strength despite turning the stimulator off. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.